Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician called the company technical representative about resolving intermittent t-wave oversensing (twos) post biv (bi-ventricular) pacing on the right ventricular (rv) lead. Reprogramming options for the rv lead were discussed with the clinician and the rv lead remains in use. No patient complications have been reported as a result of this event.